Event description:
(B)(6), 2008, I had gynecare (ethicon) prolift anterior, posterior, and total pelvic floor repair and the gynecare tvt sling surgery. Early on I reported discomfort with intercourse and I thought that I could feel some mesh in the floor of the vagina. My doctor kept telling me everything was fine, he didn't see any problem and kept giving me hormone creams to use. He couldn't find any reason for the pain. I was having repeated uti's and started having some bleeding last year. Still he could not find anything wrong and was having me come back every two weeks for him to check me. More cream and said everything looked fine. I changed doctors in (B)(6) of this year. She treated my uti for three months with no luck and sent me to a urologist. The urologist did a cystoscope and found something on the right side of my bladder. She then did outpatient cysto and found that it was a very large piece of mesh embedded in the lining of my bladder. The mesh had cut through my bladder and attached itself to the lining. She has since sent met to the director of urology at (B)(6) for the surgery. I was given a cream to use for six weeks before I have surgery to try and get the tissue healthy. It will be around the first of (B)(6) before the surgery is performed. I will not know if this will take care of all my problems or if there is more problems than just in the bladder. They though that they could feel some of the mesh bunched up which they thought was causing the pain. Reason for use: 3rd degree cystocele, 4th degree rectocele and stress incontinence.